Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, the right ventricular lead impedance measured was between 2,000 and 3,000 ohms in 3 different positions. It was noted that the lead sensing and threshold were normal. The lead was removed and replaced. No patient complications have been reported as a result of this event.